Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with the sacral neuromodulation system did not work for them and did not provide the results they were looking for, so they decided to have their system removed.